Manufacturer narrative:
When the requested information becomes available, a supplementary report will be submitted. When the analysis is complete, a supplemental report will be submitted. (B)(4).

Event description:
Per (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.